Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 10.2 mmol/l. Customer stated that fill cannula into air bolus was not seen in daily. Customer stated that they clear alarm and finish process. The device will return for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the device history and during self test due to broken trace. Pump error 54 alarm found in the device history due to software error.